Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2020-33109, 3006705815-2020-33110. It was reported that diagnostics revealed high impedance on the leads. Surgery occurred on (B)(6) 2020 to address the issue. During the surgery, it was discovered that the leads were not fully seated in the ipg. As a result, the leads were plugged back into and fully seated in the ipg to address the issue.